Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the fiber optic connector cover and labels, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a broken fiber optic cover due to the customer's environment. There was no patient involvement, and no adverse event reported.